Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in the hybrid. Hybrid analysis at tribute the cause of the reported failure to be several copper trace anomalies between exposed traces in the substrate of the stacked chip scale package component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.